Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a fluid loss, caused by a break in the pump tubing was noted. The pump and the cylinders were removed, the reservoir remained implanted and a new ipp was placed. There were no patient complications reported.